Manufacturer narrative:
Initial reporter facility name: london regional cancer centre pharmacy -(B)(6) hospital london health sciences centre initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak in the line was discovered on a clearlink system, solution set. The event was further described as; while priming the line with sodium chloride, it was noticed that ¿fluid from the bag was running (not dripping) through the blue valve on top of the drip chamber (darker blue circular piece)¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included pressure test and clear passage test were performed. The result of the under water pressure test was not satisfactory due to a leak in the blue capped vent filter on top of the drip chamber. The reported condition was verified. The cause is a faulty component in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.